Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution device was deformed at the segment after the bypass tube; the collagen was over exposed from the slit. The tech opened a second angio-seal device and it was fine. Nothing happened to patient; the patient was in stable condition. The procedure outcome was good. Additional information was received on 07oct2019. The procedure performed was a left heart catheterization. One device had the reported issue, the second device was used. A 6fr sheath was used. A satisfactory pre-deployment angiogram was performed. The reported device was never used/inserted on the patient. The new device that was opened had no issues and was deployed successfully.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.